Event description:
Additional information was received on 3/6/2025: the part number for the suturecup is an ar-9502f-42cpc. Nothing broke inside the patient. The case was completed by using an ar-9503l-06 arthrex univers revers humeral insert with the same ar-9502f-42cpc arthrex univers revers suturecup. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: b5, d1, d4, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-9503l-03 arthrex univers revers humeral insert was not seating properly in the suturecup. The surgeon was concerned that the taper was not engaging with the cup properly. The surgeon confirmed there was no debris in the cup and cleaned off the humeral insert but it still could not engage. This was discovered during a revers total shoulder procedure on (B)(6) 2025. Additional information requested on 3/3/2025